Event description:
During a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion in the right coronary artery and no damage to the stent had occurred. The procedure was successfully completed with another taxus express2 8.8% 2.50 x 20 mm stent. No pt injuries or complications were reported. However, the returned product analysis confirmed that there was strut damage.